Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+3.0/78 diopter, into the patient's left eye (os) on (B)(6) 2016. After implantation, the patient experienced refractive surprise. As of the date of MDR submission, the lens remains implanted in the patient.

Manufacturer narrative:
Additional data: work order search: no similar complaints were reported for units within the same lot. (B)(4).